Event description:
It was reported that nurse stated that patient temperature was dropped to 32c and continues to trend down. 3 arrows down on trend device indicator (tdi). Patient temperature (pt) was 32c, targeted temperature (tt) was 33c, water temperature (wt) was 31c . Flow rate (fr) was stopped. They had stopped therapy, but had restart at this time and flow rate went to 3lpm. No bolus meds given. They had only 3 universal pads in stock. No other pads available anywhere they claim. They had one on each thigh and one on the abdomen. They did not had any left for the arms. There may not be enough pad coverage as the patient was 89kg. They had a screenshot and the patient temperature and targeted temperature were trending together until someone started the rewarm. The pad coverage might enough as the patient temperature was right at targeted temperature for most of the therapy. Event log shows an alert 11 (patient temperature 1 below low patient alert) and alert 112 (confirm return to cooling phase). It appears all was going well and someone might started the rewarm early. Had 9+ hours of cooling left in the duration. When they realized it they changed back to cooling and also changed the targeted temperature back to 33c but the patient was already 34c. The device was doing exactly what the hcp programmed it to do. Water temperature was 39c by the end of the call so they made no more changes to the device, but to check them protocol for external interventions they can take (bair hugger, warm blankets etc). They stated that due to the lack of pad coverage they needs to be vigilant about skin checks under the gel pads. Called back at 9am to check in. Patient temperature was 32.8c, tdi neutral. The only change they made was added warm blankets to the patient.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is unintentional initiation of rewarm. However this cannot be confirmed. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions for use were found adequate and state the following: "hypothermia therapy is initiated and managed, and patient temperature is automatically controlled to a set target temperature from the cool patient and rewarm patient windows in the hypothermia therapy screen. The cool patient window displays the cooling phase patient target temperature and the length of time remaining in the cooling phase of the hypothermia therapy. The rewarm patient window displays the rewarming phase patient target temperature and the length of time remaining in the rewarming phase of the hypothermia therapy. To initiate hypothermia therapy: from the patient therapy selection screen, press the hypothermia button to display the hypothermia therapy screen. 1. Cool patient settings: the default patient target temperature and duration will display in the cool patient window. To modify the patient target temperature and duration, press the adjust button to display the cool patient-adjust window. Cool patient to: use the up and down arrows on the left side to set the desired patient target temperature to cool the patient cool patient for: use the up and down arrows on the right side to set the cooling duration to cool the patient before rewarming begins. Press the save button to save the new settings and close the cool patient-adjust window 2. Rewarm patient settings: the default patient target temperature and duration will display in the rewarm patient window. To change the rewarming phase patient target temperature and rewarming rate, press the adjust button in the rewarm patient window to display the rewarm patient-adjust screen. Use the up and down arrows on the left side to set the desired final patient target temperature. Rewarm patient to: use the up and down arrows on the right side to set the desired final patient target temperature. Rewarm at a rate of: use the up and down arrows in the center of the screen to set the rewarming rate. Rewarm patient from: when cooling a patient, adjustment of the rewarm patient from setting on the left side of the screen is disabled and defaults to the cool patient target temperature. When rewarming a patient, the rewarm patient from adjustment is enabled and the value can be modified. The rewarm patient from setting is the temperature to which the system is currently controlling the patient. The rewarm patient from temperature will automatically increase as the rewarming process continues. This feature allows the rewarming procedure to be optimized by allowing complete control of the rewarming ramp. Using the rewarm patient from temperature, the rewarm patient to temperature and the rewarming rate settings, the system will calculate and display the rewarming duration and the date/time at which the patient will reach the final rewarming target temperature. Press the save button to save the new settings and close the rewarm patient-adjust window. 3. Initiate patient cooling press start, in the cool patient window to initiate therapy. You will hear a tone and then a voice stating ¿therapy started¿. Additionally, the cool patient window and the arctic sun¿ temperature management system icon will blink, indicating that therapy is in progress. 4. Initiate patient rewarming: upon completion of the cooling phase, there are two options for initiation of patient rewarming, either automatically or manually, depending on the rewarming begins setting in hypothermia settings. If rewarming begins is set to automatically, the rewarming process starts automatically when the cool patient therapy is complete and the duration reaches zero. If rewarming begins is set to manually, the rewarming process starts when the start button is pressed in the rewarm patient window. The cooling process will continue until the rewarm patient start button is pressed. An alert will occur when the cool patient duration reaches zero. When the rewarm patient duration timer reaches zero, the system will continue to control the patient to the target temperature until the stop button is pressed. Once in normothermia, the timer will reset and begin tracking the duration of normothermia therapy." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that nurse stated that patient temperature was dropped to 32c and continues to trend down. 3 arrows down on trend device indicator (tdi). Patient temperature (pt) was 32c, targeted temperature (tt) was 33c, water temperature (wt) was 31c. Flow rate (fr) was stopped. They had stopped therapy, but had restart at this time and flow rate went to 3lpm. No bolus meds given. They had only 3 universal pads in stock. No other pads available anywhere they claim. They had one on each thigh and one on the abdomen. They did not had any left for the arms. There may not be enough pad coverage as the patient was 89kg. They had a screenshot and the patient temperature and targeted temperature were trending together until someone started the rewarm. The pad coverage might enough as the patient temperature was right at targeted temperature for most of the therapy. Event log shows an alert 11 (patient temperature 1 below low patient alert) and alert 112 (confirm return to cooling phase). It appears all was going well and someone might started the rewarm early. Had 9+ hours of cooling left in the duration. When they realized it they changed back to cooling and also changed the targeted temperature back to 33c but the patient was already 34c. The device was doing exactly what the hcp programmed it to do. Water temperature was 39c by the end of the call so they made no more changes to the device, but to check them protocol for external interventions they can take (bair hugger, warm blankets etc). They stated that due to the lack of pad coverage they needs to be vigilant about skin checks under the gel pads. Called back at 9am to check in. Patient temperature was 32.8c, tdi neutral. The only change they made was added warm blankets to the patient.